Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The physician advanced a 3.0 x 15mm nc quantum apex balloon catheter to treat a lesion in a moderately calcified unknown vessel. The balloon was inflated once to 12atm, when the rupture occurred. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patients' status is good.

Manufacturer narrative:
(B)(4). Device evaluated my manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).